Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2020-01189. It was reported patient experienced loss of therapy due to high impedances in both leads. Reprogramming was unable to provide effective therapy. To address this issue patient underwent surgical intervention where both the leads were explanted and replaced. Reportedly effective therapy was achieved post op.